Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the transmitter and the pump regained connection. Customer's blood glucose ranged from 72-127 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.